Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had blank display. Customer reported that they tried multiple batteries. Customer reported that they received multiple insulin pump error alarms. Customer were able to clear alarms and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test, displacement test or verify a17, a21, a47, a73 alarms due to blank display.